Event description:
Reportedly, during implantation of the pacemaker involved in this MDR: when connecting the atrial and ventricular leads to the ports, no click sound was confirmed even though the screwdriver was turned clockwise more than once. The screwdriver was turned counterclockwise to take the leads out from the ports. No issue was observed when taking out the atrial lead from the port. However, the setscrew came out as being attached to the screwdriver tip when taking out the ventricular lead from the port. The physician decided to change the pacemaker and the implantation finished without any anomaly. The pacemaker involved in this MDR report was returned for analysis.

Manufacturer narrative:
(B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. The damages sustained to each set-screw are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated (B) (4). Subsequent rotation with the torque screwdriver can lead to stripping of the upper portion of the set-screw cavity. As a result, it can become difficult to appropriately engage the set-screw with the screwdriver. This, in turn, can prevent adequate tightening of the lead and verification by the associated "click sound" of the screwdriver, as was reported by the physician during the connection attempt at both the atrial and ventricular positions. As indicated in the physician manual supplied with the device, the physician is instructed to insert the screwdriver into the pre-inserted socket-head screw, prior to tightening. To further address this issue, sorin provided a reminder and additional instructions to ensure the wrench was fully inserted. These additional instructions have been included in the newest reply instructions for use: